Event description:
It was reported that during an implant procedure, the implantable pulse generator (ipg) exhibited no pacing after connecting the lead twice. The lead was tested with the analyzer with normal values, but when connected to the ipg, there was no ventricular capture. The output was increased but there was still no capture. The lead was disconnected and connected to the analyzer again which showed normal values. The lead was reconnected to the device and again no ventricular capture. Unipolar and bipolar was tried with no success. The device was not used and replaced with a new device which resolved the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.